Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) reported the device was explanted because the battery failed in less than 2 years.